Event description:
(B)(4). I made a mistake I didn't mean to click the box I don't want the government to share with manufacturer.

Event description:
(B)(4). I wanted to add, another side effect that develop after I was implanted it started 2011 it called hyperadrenergic pots, it is a form of dysautonomia.

Event description:
(B)(4). I started bleeding really heavy, so I called my obygn the said that shouldn't happen because there was no hormones. From there, it got worse. I was diagnose was endometriosis (B)(6) 2011 I have ovarian cysts constant pelvic pain I was also diagnosed interstitial cystitis 2014. (B)(6) 2013 I have endometrial ablation because of my constant because I bleed 3 out of 4 weeks. Never happen until essure. I just had another surgery (B)(6) 2015 to removal another cyst on my ovary. My doctor want to hysterectomy on me because of the endometriosis and pelvic pain. I never would have had endometriosis if it wasn't for essure. Now I have to lose my uterus. It make no sense to keep this on the market these coils are not safe.